Manufacturer narrative:
No additional information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 the patient developed major bleeding in the ascending aorta and exacerbated pseudo-aneurysm. The patient was treated with blood transfusion. The patient was on warfarin and aspirin at the time of the event. The physician felt that the exacerbation of pseudo-aneurysm was possibly device related because the event occurred along with intensive anticoagulant drug therapy. The patient developed major bleeding in the ascending aorta again on (B)(6) 2023 and (B)(6) 2023 and was treated with blood transfusion and re-operation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was communicated that the hospital was contacted several times but will not provide any further information related to the event. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. This IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.